Event description:
During follow-up, externalized conductors were observed via fluoroscopy. Lead did not perform properly during testing. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).